Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned per hospital policy. Additional information was received that patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned per hospital policy.